Event description:
The customer observed a falsely elevated architect stat high sensitivity troponin-I for one patient. The patient sample was repeated on the same instrument with lower results. The following results were provided: reference ranges: females <17 ng/l, males <35 ng/l. On (B)(6) 2026, sid (B)(6), 85-year-old female, initial troponin result= 24 ng/l; repeat result= <3.5 ng/l there was no impact to patient management reported.

Manufacturer narrative:
The customer replaced and calibrated the architect stat probe to resolve the issue. The system function was verified with a control run. A review of instrument service history for (B)(6) revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the architect i2000sr processing module did not identify any similar issues as described in this complaint. Additionally, a review of complaint and trending data associated with the architect stat probe did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified for the architect i2000sr processing module, serial number (B)(6), or the architect stat probe.

Event description:
The customer observed a falsely elevated architect stat high sensitivity troponin-I for one patient. The patient sample was repeated on the same instrument with lower results. The following results were provided: reference ranges: females <17 ng/l, males <35 ng/l. (B)(6) 2026, sid (B)(6), 85-year-old female, initial troponin result= 24 ng/l; repeat result= <3.5 ng/l there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.